Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-25116. The pt has two leads with the same lot number. It was reported, the pt is not receiving effective stimulation and coverage. An sm met with the pt for reprogramming. Reprogramming did not provide resolution. X-rays were taken. The pt will meet with the sjm rep to determine the next course of action when the x-ray results return.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.